Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for chronic low back pain. The patient reported that periodically throughout the day their device will "glitch". It was clarified that the stimulation will kind of pause, not even for half a second. The patient was instructed to follow up with their health care provider. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.